Event description:
Irn# (B)(4). Incident occurred in france: original text: patient opéré le 05/09 avec mise en place d'une péridural le jour même sans difficulté. En salle de surveillance, l'extrémité du cathéter de péridurale parait dénudé avec une partie métallique qui parait distendue. Le cathéter est coupé pour remettre en place un nouveau filtre avec une analgésie péridurale fonctionnelle par la suite. Risque patient: majoration du risque infectieux et risque d'inefficacité de la péridurale. Translation: patient operated on 05/09 with epidural inserted the same day without difficulty. In the monitoring room, the tip of the catheter appeared bare, with a metal part that appeared distended. The catheter is cut and a new filter put in place, with functional epidural analgesia there after. Patient risk: increased risk of infection and epidural ineffectiveness.

Manufacturer narrative:
Event took place in france. Based on clinical assessment and risk assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# 316-24_911 original text: patient opéré le 05/09 avec mise en place d'une péridural le jour même sans difficulté. En salle de surveillance, l'extrémité du cathéter de péridurale parait dénudé avec une partie métallique qui parait distendue. Le cathéter est coupé pour remettre en place un nouveau filtre avec une analgésie péridurale fonctionnelle par la suite. Risque patient : majoration du risque infectieux et risque d'inefficacité de la péridurale --------- translation: patient operated on (B)(6) with epidural inserted the same day without difficulty. In the monitoring room, the tip of the catheter appeared bare, with a metal part that appeared distended. The catheter is cut and a new filter put in place, with functional epidural analgesia there after. Patient risk: increased risk of infection and epidural ineffectiveness.

Manufacturer narrative:
Event took place in france. The product analysis has been in progress since the initial notice dated 09/18/2024. And will be published with the test results in the follow-up report.